Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The patient was tested again two days later and the result was negative. The following data was provided: sample processed on (B)(6) 2022 initial result = 2133.10 miu/ml repeat result from (B)(6) 2022 = <2.3 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a false positive patient result when using architect total ss-hcg reagent lot number 41534ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue. Device history record review on lot 41534ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. The overall performance of architect total ss-hcg reagents in the field was reviewed using data from customers worldwide. Median values (for the negative population) for the complaint lot(s) are within the established limits. Based on the investigation, no systemic issue or deficiency of the architect total ss-hcg reagent lot number 41534ud00 was identified.